Event description:
It was reported that during pre-testing, it was observed that the motor device was missing a prong. During in-house engineering evaluation, it was observed that the device had an e8 error code, intermittent operation and a pin was pushed back into the connector. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had an e8 error code, intermittent operation and a pin was pushed back into the connector. Therefore, the reported condition was confirmed. It was determined that the e8 error code and intermittent operation was due to the pin being pushed back in the connector. It was determined that the pin pushed back in the connector was from the connector not being properly aligned and forced into the female connector. The assignable root cause was determined to be due to misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.